Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 07/22/2016 to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the transmitter was cleaned with cutasept. The dexcom g5 mobile continuous glucose monitoring system states: between uses, clean outside of the transmitter with damp cloth or alcohol wipes. Let dry before use or storage.